Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and a patient implanted for non-malignant pain and degenerative disc disease. The patient reported that when they went to turn their stimulation on a couple of days prior to the report, their programmer would ¿not provide desired intensity settings.¿ they added that they got impulses on one side and not the other. The patient reported that they have been falling quite a bit since being diagnosed with parkinson¿s 2 months ago. They noted that their last fall was last week. The rep had the patient take the battery out of the controller and reinsert it, but the issue remained unresolved. Additional information received from the rep on 2019-12-02 indicated that electrodes 8 and 12 had impedances greater than 40,000 ohms. The rep was able to program around the high impedance electrodes. The patient confirmed that they then had great coverage. The issue was resolved. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of d11: product ID: 977a260; lot# serial#:(B)(6); implanted: on (B)(6) 2018; explanted: on (B)(6) 2020; product type: lead; h3: analysis of the lead (serial#: (B)(6) identified that the #1, #2, #4, and #7 conductors were broken near the anchor site, 29.7 cm from the distal end of the lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received from a manufacturer representative (rep). The removed device was returned for analysis. No further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: lead. H3: analysis of the removed lead has not yet begun. A follow up report will be submitted once analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), product type: lead; product ID: 97745bp, lot# nlh018447n, serial# (B)(4), product type: accessory; product ID: 97745, serial# (B)(4), product type: programmer, patient; product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the patient had a pocket revision and lead revision today. One lead remained still in use and the other was removed. Patient stated some recharge issues, the rep looked at the recharging logs and everything was normal and he was charging every 3-5 days and excellent charging most times.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep indicated that the patient reported some discomfort at their ins pocket. The rep added that the patient noted that they lost weight in the last year and they can feel the ins shifting around in their pocket when they move. It was also reported that the patient experienced a violent shock when they went to lift their arms over their head to adjust a pillow on (B)(6), and now they are only getting coverage on the right side, in which it was previously bilateral. The rep stated that an impedance check revealed that electrode 7 had an impedance greater than 40,000 ohms. The rep attempted to reprogram the patient without utilizing electrode 7 but was unable to achieve left side coverage. The issue was not resolved at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for non-malignant pin as well as degenerative disc disease. Consumer reported there was a settings not available screen on their controller. Patient reported about 3 weeks prior to the report when they would turn off their stimulation and turned it back on their stimulation would be at 0 and they weren't able to increase their intensity at all. The screen said "beyond the settings." They pulled the battery out but it did not resolve the issue. They tried different groups and turned their adaptive stim off and that didn't help either. Using their charging belt also "didn't seem to help." Patient read the manual and wondered if this was happening because of having their ins off for 12 hours so they would try to re-establish telemetry and sometimes it would work and sometimes it wouldn't. Patient mentioned their troubleshooting was "hit or miss." Patient reported of the 18 segments, 2 of them on the left lead had "red x's". Patient was told that could be from scar tissue but it was "unusual." Reprogramming lasted until last night. It was later reported that about 2 months ago both their controller battery and ins battery started draining faster than they use to. Prior their controller li battery would lose 20% over usually 3 days and then their controller battery started losing 20% per day. They were using their controller less to conserve the battery. Around the same time his ins wasn't holding a charge as long as it initially was. If they didn't use their implant the battery would lose 5-10% per day and then it switched to losing 20% per day if the stimulation was turned off. They were told that this is "part of normal loss." It was later reported that they received the replacement lithium battery but this had not resolved the issue. The controller still drained fast and they could not adjust the controller. It was later reported that the new controller pins in the battery compartment were bent and when they put batteries in there were spots on the screen and it didn't function properly. No further complications reported/anticipated.